Event description:
It was reported that the drip rate regulator of an administration set did not function properly. The reporter stated that the drip rate would increase or decrease on its own. This was reported to have occurred either during priming or infusion of mitotax. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the malfunction of a drip rate regulator of an administration set led to an underinfusion. No additional information is available. Should relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a retained sample was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Flow rate testing was performed, and the flow rate of the retained device was found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.